Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h2, h6, h10, and h11. G3 within 0001032347-2026-00023-1 was reported incorrectly. The correct date should have been january 27, 2026. The reported event was confirmed by review of pictures. Visual examination of the provided picture identified one 2-hole plate and three screws. Two screws are clearly fractured near the head of the screw. The complaint is confirmed for these two screws. The third screw is not fractured in the same location as the other two. The complaint could not be confirmed for the third screw. The device history record was not reviewed due to the following: lot identification is necessary for review of device history records, lot identification was not provided. Attempts have been made to gather all product identification information, and no further information has been provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h10.

Manufacturer narrative:
(B)(4) g2: foreign - event occurred in hong kong. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw bodies fractured from the screw heads during hand tightening on a 1.5 mm 2-hole plate, preventing complete plate fixation. Attempts have been made and no further information has been provided.

Event description:
It was reported that the screw bodies fractured from the screw heads during hand tightening on a 1.5 mm 2-hole plate, preventing complete plate fixation. All pieces were removed and a new screw was used to complete the procedure. There was no patient injury as a result of the malfunction. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: b5; e1; e2; e3; g3; h1; and h2 if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.